Manufacturer narrative:
The returned product analysis for sc-2317-70 (serial number (B)(4)) confirmed the complaints of high impedance. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were observed on the lead. The physician replaced the lead and the patient was doing well post-operatively.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were observed on the lead. The physician replaced the lead and the patient was doing well post-operatively.